Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured while trialing.

Manufacturer narrative:
It is being reported that a tibial articular surface provisional broke while being used. The lower level device history records were reviewed with no deviations/ anomalies identified. The device is used for treatment. A zimmer biomet employee was present at the surgery and alleges adherence to proper surgical technique. The device was in the field for approximately eighteen months and was used an unknown amount of times; therefore, the root cause can be said to be wear and tear from use.

Manufacturer narrative:
After further review, it is noted that this particular device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause is considered to be a previously addressed design issue.